Manufacturer narrative:
Due to character limitation, (e1) event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon(iab) catheter regarding gas loss alarm and catheter restriction alarm. There was no blood present in the helium tubing. There was no harm or injury reported.